Event description:
Pt's ventilator was unplugged to test internal battery (how long it will last). Battery lasted 30 mins. Battery gauge indicated 30% charge after 30 mins. Approx 10 seconds later alarm lights lit up with the sounding of alarm (all lights flashing randomly). Ventilator would not deliver another breath until pulgged in. Malfunction was no warning alarms sounded prior to battery failure.